Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and (B)(4) specifications. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4) specification and with the international standard. Unfortunately we are not able to determine the exact cause of failure. We can only assume that too much mechanical force had been applied during the surgery. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure the reamer blade broke. There was not any impact on the procedure, the operation was finished successfully; all fragments were retrieved.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.